Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4568 implantable pacing lead 2000 (B)(6). (B)(4).

Event description:
It was reported that the patient complained of lack of energy and palpitations. An interrogation revealed that the right ventricular (rv) lead triggered an alert for high impedance. Reprogramming was performed and the lead remains in use in unipolar configuration. No patient complications have been reported as the result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.